Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging does not turn on - strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (06/08/2015).the patient¿s test strips have been returned on 3/30/2015 and evaluated by lifescan product analysis on 5/22/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strip vial label was found to have some damage to a piece of critical information (lot#, expiry date etc) and is unreadable. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.